Event description:
Additional information received identified that troubleshooting was undertaken wherein the clinical programmer recovered the ipg from service app to therapy app, but ipg could not communicate and was considered inoperable.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent unrelated surgical procedures. Thereafter the ipg was unable to communicate with the external devices displaying an error message. Troubleshooting was unable provide resolution and ipg was inoperable. Surgical intervention may be pending to address the issue.

Event description:
Additional information identified that the troubleshooting was pending to address the issue and cp logs showed that the ipg was recovered from the service app.